Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2022. Blood glucose reading was unknown at time of hospitalization. Customer current blood glucose was 98 mg/dl. Customer reported that they had a symptoms like vomiting at time of hospitalization. Customer was treated with intravenous insulin drip for high blood glucose. Auto mode feature was active or not at time of event was unknown. Customer also received a power loss alarm. Customer was able to clear alarm and able to rewind the pump. No further patient complication were reported. Device will not be return for further analysis.

Event description:
Updated summary: the customer experienced diabetes ketoacidosis treated with IV insulin drip and hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.